Manufacturer narrative:
A ge rep evaluated the system and replaced the power switch and line filter. The system operates as intended.

Event description:
The customer stated that when they move the x-ray tube, the monitor and the display of buttons on the tube shut off. The fse, during the onsite investigation found a loose/broken connection from line filter when flexed. This may cause intermittent loss of live imaging. There is no report of injury or death associated with the event described in this complaint.